Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device was no longer alarming for low blood glucose alerts. Their blood glucose level during the incident was unknown. Report states that self-test was performed and the device alarmed a hardware low level failure. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low-level failures alarm confirmed in insulin pump history due to broken trace at pin 1 on keypad assembly.